Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a battery monitoring voltage < 2.65 v after 27 months of implant. This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007.

Manufacturer narrative:
Elective replacement indicator (eri) was declared. The device was explanted and replaced with a competitor device. No adverse patient effects have been reported. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.